Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose (bg) level was reported to be 314 mg/dl. However, the customer stated that this is a normal bg level for the customer. It was indicated that the customer had insulin pens available as alternate insulin therapy.